Event description:
It was reported that the ilet pump displayed alert 42 indicating a motor current sense failure and repeatedly presented an unable to proceed message despite multiple restarts, after which the user transitioned to multiple daily injections and continued cgm use. Symptoms included no adverse physiological effects, and blood glucose remained stable. Outcomes included temporary interruption of insulin delivery from the device and a switch to backup therapy. Investigation included customer support troubleshooting and initiation of device replacement with instructions for data sync prior to return. Investigation of this device revealed a suspected motor current sensing malfunction consistent with an insulin delivery system fault. It was concluded, based on previously established findings for similar reports, that the cause was device failure with a mechanical or electronic component malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.